Event description:
It was reported that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and failed due to usb connector damage. Receiver charge and boot tests were performed and failed. Internal visual inspection was performed and passed. No data was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).